Manufacturer narrative:
The investigation for the access site bleed, vascular damage, and stroke has been completed. No product was returned for investigation. The root cause of the access site bleeding major was not determined since product was not returned and there is a lack of details. The root cause of the vascular damager peripheral vessel issue was not determined since product was not returned and there is a lack of clinical details. The root cause of the stroke was not determined since product was not returned and there is a lack of clinical details. D4-updated UDI number f6/f8 should have been left blank in the initial report.

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured retroperitoneal hematoma with a "definite" relationship to the impella device used. We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured perforation in right external iliac artery with a "definite" relationship to the impella device used. We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured hypotension requiring levophed with a "definite" relationship to the impella device used.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿